Event description:
During index procedure, the patient had one endeavor sprint rx drug-eluting stent successfully deployed at first obtuse marginal. Approximately 5 months post index procedure, patient was found expired, no further details available.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (death). (B)(4).